Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. The atrial lead was placed and tested and all measurements were acceptable. While the atrial lead was being sewn, an increase in capture threshold and decrease in sensing was observed. The physician inspected the lead and noted a kink in the conductor cable. The physician believed the damage may have occurred when placing the lead behind the device but was not certain whether the conductor was weak. The lead was exchanged, replaced. The patient was stable.

Manufacturer narrative:
The reported events of increase threshold, decrease sensing and lead kink were confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination found the lead kink/bent near the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage noted on the outer coil and insulation. The cause of the reported events was isolated to the insulation damage and coil bent consistent with procedural damage.